Event description:
Medela sent a rep to the facility that initially reported this event, to assess the device in question. The pump was found in good condition. The electric power on/off switch worked correctly. The pump's vacuum gauge and suction regulator were checked against a calibrated gauge, and were found to be within acceptable range limits. However, the foot vacuum regulator was not in good condition. The right side of the foot lever had been broken away. The unit was dusty and the piston would not retract past the large cut in the cylinder which would reduce vacuum to zero. When attached to the pump, the foot vacuum regulator would not properly dose the vacuum line, but when positioned to fully open the vacuum, would reduce to -150 t. Instead of zero.